Event description:
The following was reported: the unit started getting a pressure measurement impaired and then pressure measurement iniop. It got a device failure 12 alarm. It also started getting flow sensor alarms. Unit was swapped out. No reported patient injury. It occurred (B)(6) 2025 at 4:30 am. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The log file revealed that the device performed a restart of the ventilation unit on the reported time while the ventilation was active. The restart was caused in specified reaction on a detected deviation of the pba of the flow and pressure measurement module m4.1. The event was accompanied by the intended alarm messages to alert the user. After successful restart of the device the ventilation continued until the ventilation was set into standby mode by the user. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. We recommend replacing the pba m4.1. Then test the device according to the manufacturer's specifications. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. The number of failed disk drives reported from the field is within the accepted range as assessed by the responsible product quality board . The results of the investigation did not reveal any new risks which are not covered by the product risk management file.